Event description:
The customer reports that the device has a red x on the service screen. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device has a red x on the service screen. There was no reported pt involvement. Philips bench evaluated the device and confirmed the complaint. It was found that the device was getting a red x due to power pca failure. The power pca was replaced to resolve the problem. All performance assurance tests passed and the device was sent back to the customer for use. We will consider this a malfunction of the power pca that caused the device to have a red x.